Event description:
It was reported that the bed exit was not alarming audibly. No adverse consequence was reported to have occurred as a result. The unit was not made available for evaluation.

Manufacturer narrative:
Device not made available for evaluation by customer.